Manufacturer narrative:
The lead remains surgically abandoned and therefore will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a lead revision, it was noted under fluoroscopy that this left ventricular (lv) lead was fractured near the clavicle. This lead had been surgically abandoned three years ago. Upon investigation, there were no records found indicating this issue had been previously reported. No additional adverse patient effects were reported. The lead was capped in 2007 and remained implanted with no reported adverse patient effects.